Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Cynosure field service engineer (fse) arrived at site and evaluated the device. Fse was not able to duplicate the reported issue. Fse created a hook and mounted it on the side panel to hold the foot pedal tube and prevent it from getting under the system. Fse concludes system is working within published specification. Based on the site's report of an unintended discharge of laser energy, this event is considered an accidental radiation occurrence (aro) and represents a device malfunction that is reportable under 21 cfr part 803 in accordance with u.s. Food and drug administration MDR requirements.

Event description:
Site reported elite+ was firing laser on its own without a foot pedal connected prior to starting treatment. No injuries occurred.